Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicated that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.